Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after completing this, the cgm error did not reoccur. The caller successfully started their sensor session.